Event description:
During preparation of the cannula for use in a cardiopulmonary bypass procedure, the cannula tube separated from the connector. There was no blood loss, and no other adverse consequences to the patient as a result of this event.

Manufacturer narrative:
H3. Evaluation has been begun, but no conclusion have been made. H4. The device was part of a procedure kit prepared by another manufacturer. The lot number of the device was not available from the kit manufacturer or the user.